Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2023-03998. The patient's the lead and extension were explanted and replaced new leads for an unknown reason. No additional information available.

Manufacturer narrative:
Date of event is estimated.